Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a button error alarm. The customer also stated they attempted to clear the alarm with esc and act, but the problem persists. The customer was advised to disconnect from the insulin pump. No additional information provided.